Manufacturer narrative:
Additional information was added to h4 and h6. H4: the lot was manufactured from september 04, 2019 - september 06, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This events occurred during unspecified dates in (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) em2400 valve sets leaked from unspecified locations. This was further described by the customer as ¿the valves seam smaller, they do not fit over the plastic valve and that the connection is not as tight as before¿. This was identified during unspecified process steps. There was no report of patient involvement. No additional information is available.